Manufacturer narrative:
(B)(4) follow up. It was reported the syringe had a white residue when removed from sterile packaging. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister and the plunger rod rubber stopper all the way down. Assembled to the syringe is a luer tip cap. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with no actual sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Material: 302830, batch#: unknown. It was reported by the customer that 20 ml bd syringe had white residue when removed from sterile packaging. Verbatim: 20 ml bd syringe had white residue when removed from sterile packaging. No lot or expiration available.

Event description:
Material: 302830 batch#: unknown it was reported by the customer that 20 ml bd syringe had white residue when removed from sterile packaging. The defect was identified before reaching an individual, thus there was no harm to a patient. Also, this product was disposed of and not available for return.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.